Event description:
Patient was revised to address ongoing groin pain. Suspected loose cup, but cup not changed; changed stem and head only.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.